Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, the driver also underwent an extended observation run and a battery exchange test with no issues or alarms observed. During investigation testing, the customer-reported issue was not able to be reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported alarm could not be determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.